Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline infection is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains driveline infection as a potential event that may be associated with use of the product and communicates potential causes and scenarios that could lead to driveline infection. Moreover, the IFU further educates the user on the precautions and warnings to reduce the incidence and severity of infection. There is no indication that there was any device performance issues that could have led to the driveline infection. It is likely that the patient's history of previous driveline infection and built up resistance to the antibiotics during previous infections predisposes the patient to recurrent infections. The patient's care of his driveline including aseptic technique could also be factors that may have led to the event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that a patient who was initially admitted for rhinovirus on (B)(6) 2016 became febrile. The patient was cultured and grew (B)(4) from the blood and driveline exit site. The patient had previously grown (B)(6) from the driveline however further resistance developed. IV vancomycin commenced and rifampicin. Patient was discharged on (B)(6) 2016 but the patient was readmitted shortly thereafter for multi-system organ failure during this admission, IV vancomycin was ceased and the patient was started on linezolid. Patient discharged again on (B)(6) 2016 on oral doxycycline and oral sodium fusidate. Patient will remain on the antibiotics until transplanted or for the remainder of time on pump.